Event description:
It was reported that this programmer failed to respond to touch on certain parts of the screen as to interrogate a device for setting up for implant. Boston scientific technical services (ts) advised to proceed to the settings, however, the issue still reoccurred after rebooting. This programmer was out of service. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. No error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior.